Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 195 to being in the 200s md/dl and a bolus of insulin was delivered to address the high bg level. The customer changed the infusion set tubing after one alarm and the infusion set site after another. After the most recent occlusion alarm, tandem technical support had the customer perform a system check and the occlusion appeared to be related to the cartridge.